Event description:
Caller states she tested 4.1 inr on the coaguchek xs system, 3.1 inr on a comparison hospital system and 3.4 inr on a comparison lab. Reporter stated the health care center advised her to take half less of a warfarin tablet. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(6).